Manufacturer narrative:
Due to character restrictions in block e1. Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has been taken out of service for frequent shut offs. No harm reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation. Updated fields: b4, e1 (event site name, initial reported name, initial reported mail ID), g3, g6, h2, h6 (investigation findings, investigation type, investigation conclusion, coomponenet code), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was frequently shutting off. There was patient involvement, but no harm was reported and no additional patient information was provided. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reviewed the fault logs and discovered multiple errors. Among them were a data issue, video generator issue, and coil cable and touch screen issue. Fse replaced the executive processor board (0670-00-0770), top level display (0997-00-1181) and display monitor to video gen board kit (0040-00-0456), which resolved all issues. The unit passed all the functional and safety tests as per factory specifications.